Manufacturer narrative:
This report is submitted december 18, 2018.

Event description:
Per the patient's doctor, the patient experienced migration of the receiver/stimulator and pain at the implant site. Subsequently, the device was explanted on (B)(6) 2018 and the patient was reimplanted with a new device during the same surgery. It was also reported that the patient was administered antibiotics intraoperatively and oral antibiotics for a one week period post-operation.